Manufacturer narrative:
Cmp-(B)(4). Device evaluated: 42540000035 - patella - 64825566. 42522101011 - articular surface - 64798949. 42502807402 - femoral component - 64641362. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the adminstration of preventive medication, dvt/blood clots can still develop. The complaint indicated a post-operative complication developed, and additional medical intervention was required to treat the complication. Therefore, this was a procedure related rather than device related complication. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00097. 3007963827-2021-00095 0001822565-2021-01196

Event description:
It was reported that the right total knee arthroplasty. Approximately 10 days post implantation, the patient was diagnosed with a deep vein thrombosis. The patient was placed on eliquis for treatment.